Manufacturer narrative:
The facility contacted paterson medical to perform an inspection on the lift. The technician checked everything on the lift and even put himself in the lift. The technician believes that the legs of the lift were not open all the way thus causing the lift to tilt over.

Event description:
It was reported to the manufacturer by the medwatch 3500a, per the medwatch 3500a and end user the resident was being moved from the broad chair to the bed when the lift tilted over. The patient fell and hit left ankle on the foot board. The patient was evaluated immediately after the fall and there was a small skin tear on the left ankle which was treated at the facility. A couple of days later, the ankle started swelling and the resident was in pain. The resident was taken to the ER at the direction of their physician. The ER performed x-rays and the left ankle is fractured. The resident was referred to an orthopedic surgeon. Surgery was not required and the resident has a soft splint on the left ankle. The facility contacted paterson medical to perform an inspection on the lift. The technician checked everything on the lift and even put himself in the lift. The technician believes that the legs of the lift were not open all the way thus causing the lift to tilt over. (B)(4).